Event description:
High impedance, greater than 200 ohms, was reported on high voltage portion of lead. It was removed from service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Evaluation summary: defib conductor fractured; distal segment returned for analysis. Brand, sprint quattro.